Event description:
The user facility reported patient had an impella 5.5 pump placed to support the patient admitted in for cardiomyopathy. While on support, the impella exit site noted to have purulent drainage. The surgeon discussed plan and decided to explant the impella due to an infection at the site. The impella was removed and surgical site explored. The white blood cell count and lactic acid levels were normal, no signs of bacteremia or sepsis at that time. Blood cultures and wound cultures were sent; results were pending

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The IFU states: impella 5.5 with smartassist section: table 3.2 impella catheter components ¿the infusion filter prevents bacterial contamination and air from entering the purge lumen.¿ section: warnings & cautions: warnings ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿

Manufacturer narrative:
The investigation for the reported major bleed and infection has been completed. The device nor sufficient clinical information was returned for evaluation. Therefore, the root cause of the major bleed and infection could not be determined.